Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient code (B)(4) and device code (B)(4) no longer apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-feb-24. It was reported that the patient already had a refill appointment when his alarm went off, and then he was without medication for a week. The alarm went off on a (B)(6), and the pump was not refilled until (B)(6) 2017. It was detrimental to his health, and an owner told him that he was not to go longer than 30 days out from the time he got his pump filled. The patient was reportedly told that if he did go longer than 30 days, it could cause a heart attack, a stroke, or many problems. The patient's next refill was scheduled for (B)(6) 2017. The patient did not think the medical care he was receiving was good.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2017 regarding the patient's implanted infusion pump containing dilaudid (3.0mg/ml at 1.1496mg per day). The indication for use was non-malignant pain. It was reported that the patient's personal therapy manager (ptm) displayed error code (B)(4) on (B)(6) 2017, indicative of an empty r eservoir alarm. It was noted that the patient was not due for a refill until (B)(6) 2017. The patient did not hear an alarm, and no patient symptoms were reported. The patient was to follow-up with a healthcare provider.